Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was presented on (B)(6) 2025 with a ventricular assist device (vad) flow of 0. A controller exchange took place but did not resolve the issue. A thrombus was also removed from the pump, which led to some flow return, but then diminished again on (B)(6) 2025. Vad readings became more stable since. Log files for the original controller that patient was in possession of when vad flows dropped to 0 (initially connected on (B)(6) 2025) were submitted for review. Log file review by tech services appeared to capture an abrupt drop in flows on (B)(6) 2025 at 1422, and a pump power drop from 4w to 2.9-3.0w during the 0 flow segments. Log file review also confirmed the reported controller exchange on (B)(6) 2025 at 1510.

Event description:
It was said the patient was originally implanted with the heartmate 3 pump on (B)(6) 2025. They were discharged on (B)(6) 2025. It was said the patient refused fractional shortening and tests would be done at lab during the following week. It was noted that the first and only international normalized ratio (inr) was 3.1 on (B)(6) 2025. The patient presented to emergency department on (B)(6) 2025 with a large right intracerebral hemorrhage (ich) seen in the computed tomography (CT) of their head. There was no time in therapeutic range (ttr) since there was only one international normalized ratio (inr). It was said the impella was implanted pre-vad on (B)(6) 2025 and the vad was implanted on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and transplanted on (B)(6)2025. The goal inr was 2.5-3.5, the acetylsalicylic acid (asa) was 81 mg every day (qd) due to aortic root thrombus. Heparin drip was required while admitted post ventricular assist device (vad) implant due to subtherapeutic inr. They were discharged on (B)(6) 2025. It was said the patient refused a fs, and it was said that they would test at the lab. The patient's first and only inr was 3.1 on (B)(6)2025. Heparin-induced thrombocytopenia (hit) pf4 ab was 0.1 on (B)(6)2025 and was 0.03 on (B)(6)2025. The patient had antiphospholipid antibodies on (B)(6) 2025. There was no left atrial (la) or left ventricular (lv) thrombus. A transthoracic echocardiogram (tte) was done on (B)(6)2025 which confirmed aortic root thrombus on non-coronary cusp. Another tte done on (B)(6)2025confirmed aortic root thrombus. It was said the atrial fibrillation (afib) was pre-vad. A direct current cardioversion (dccv) was done on (B)(6)2025 and they were on xarelto. The afib/aflutter was present post-vad implant. The patient had elevated white blood cells (wbc) status post vad implant from (B)(6) 2025. There was no positive micro. And no covid. The patient was compliant with their medications. The patient had right heart failure (rhf) status post implant. They were on veletri, epi, and milrinone status post implant. An echocardiogram (echo) was done on (B)(6) 2025 and had intraoperative mild to moderate findings of mitral regurgitation. Echos were done on (B)(6)2025 which showed traces of mitral regurgitation. The patient had diabetes and were not smoking. On (B)(6) 2025, the day after the vad implant, the patient's body mass index (bmi) was 29.1 and weight was 232 lb. On (B)(6)2025, at max, their bmi was 29.2 and weight was 233 lb. On (B)(6) 2025, at lowest, their bmi was 24.5, and weight was 196 lb. On (B)(6) 2025, pre-transplant, their bmi was 26.6 and their weight was 212 lb.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was later reported on 20nov2025 the pump was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported the patient's flows dropped to 0 with low flow alarms on (B)(6) 2025 and the green pump running symbol on the controller was still on. Additional information reported that on (B)(6) 2025 the patient presented in cardiogenic shock, was placed on ECMO and transplanted (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of fixed, coagulated blood in the inflow cannula, rotor, pump cover, and outflow graft. Although a specific cause for this finding could not be conclusively determined, the observed coagulated blood could have contributed to the reported low flow events and left ventricular assist device (lvad) faults captured in the submitted log files. Review of one of the submitted images depicts multiple clumps of thrombi on a paper towel, consistent with the account¿s report of thrombus being removed from the patient¿s pump. Review of the remaining submitted images and videos also shows contrast near the pump¿s inflow cannula via computed tomography which may indicate a blockage of the blood flow pathway. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable (including the inline connector) and modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged, and the pump appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the returned pump, fixed, coagulated blood was observed on the distal end of the inflow cannula, rotor eye and vanes, the rotor well interface with the inlet, pump outflow, and the proximal portion of the outflow graft. Additionally, fixed, coagulated blood was also observed on the blood-contacting surfaces of the pump cover. The depositions were not adhered, suggesting that they did not form in these locations. Although a specific origin of the coagulated blood could not be conclusively determined through this evaluation, the account indicated that the patient had a history of aortic root thrombi with multiple emboli. The observed findings may have obstructed a significant portion of the blood flow pathway during support and could have contributed to the reported low flow events and observed lvad faults. Examination of the remaining blood-contacting surfaces revealed no other evidence of developed depositions or thrombus that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the submitted controller event log file revealed a sudden decrease in estimated flow to 0 liters per minute (lpm) on (B)(6) 2025 at 14:22:16. The alarm and estimated flow of 0 lpm persisted while the pump was connected to the system controller, resulting in a continuous low flow hazard alarm. At 15:10:42 on (B)(6) 2025, the driveline was disconnected, consistent with the reported system controller exchange. Further, the lvad event and periodic log files were retrieved from the returned device and captured decreases in pump flow to 0 lpm as well as various lvad faults, some of which are consistent with the pump attempting to restart. The observed events are consistent with a material, such as thrombus, being ingested into the pump, occluding flow, and interfering with the rotor. No other notable events were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the device was operating within normal limits prior to explant. The patient was supported with inotropes and vasopressors prior to ECMO support and transplant. The patient had a history of aortic root thrombi with multiple emboli, and it was thought there may be inflow emboli.